Event description:
It was reported that the user disconnected the ilet for a shower, forgot to reconnect afterwards, and left the device at home on the charger. The user was away from home when they realize they had not reconnected. They were advised that insulin delivery would not automatically resume without manual action. The user reverted to back up therapy as they would not be home for the next two hours. Symptoms included hyperglycemia peaking at 220 mg/dl. Outcomes included self-management planning with subcutaneous insulin pens and continued glucose monitoring via dexcom g7, with no alarms, injuries, or medical intervention. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user error related to failure to resume insulin delivery after a pause and continued disconnection from the infusion set. It was concluded that the device functioned as designed and that education on manual resumption of insulin and safe use with multiple daily injections (mdi) was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.